Manufacturer narrative:
Result: cracked inner arm cover with sharp edges.

Event description:
It was reported by service report that there was a broken inner arm cover and sharp edges were present. It is unknown if there was patient involvement or if there are adverse consequences to report.